Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to its client's back. There was not a report of property damages with this incident.

Event description:
An attorney's office is filing a court summons notice under case reference number: (B)(4) alleging that a heating pad was the cause of a burn to its client's back. There was not a report of property damages with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.